Event description:
Post-operatvely the pt was placed on a siemens servo ventilator. The pt was awake, c/o pain and shortness of breath; the respiratory rate was 30-35/min. There was no tachycardia or decrease in bp. The pt was given sedation, but the respiratory rate/vent cycles continued at the same rate. The ventilator was immediately changed. Investigation showed the internal hose connections replaced by staff post unit cleaning were not completely closed. There was no untoward pt outcome.